Manufacturer narrative:
(B)(4). Event description continued: while retracting the clip, the aml a3 segment was damaged. This was confirmed by the echocardiogram. The device was removed from the anatomy and upon removal, the sgc and cds alignment markers were confirmed to be aligned. As the patient did not want to undergo surgery and the left ventricle ejection fraction was 15 percent, the physicians decided to continue with the mitraclip procedure to try to reduce the mr grade. Two additional clip delivery system (cds10333435/14 and 10339845/30) were used and several grasps were performed with both clips in order to try to optimize the mr reduction. However, after the clips were implanted, the mr grade was not reduced and remained at the preprocedure grade of 3. The device time was 6 hours 47 minutes. Post procedure the patient was hemodynamically stable with no catecholamines, but was still intubated. As of (B)(6) 2014, the physician stated that the patient was still intubated in the intensive care unit, but was hemodynamically stable without catecholamines. The physician planned on extubating the patient on (B)(6). No additional information was provided. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the clip delivery system (cds) can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), misalignment of the key or a loose key, excessive tension (e.g. Due to the anatomy, guide curves, etc.) On the device, inadvertent user mishandling during preparation, and kinks/bends in the shaft or manufacturing anomalies/defects. A review of the device history record confirmed this device passed all in-process and final inspections. Additionally, there were no non-conformances for the reported lot that would have contributed to this event. A review of the complaint history for the reported lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. Based on the information reviewed, there is no indication of a product deficiency. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning may be influenced by anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. It is possible that procedural conditions and/or user technique along with the patient having a dilated valve, resulted in increased tension on the device and therefore contributed to the unexpected movement of the clip; however, this cannot be confirmed. Based on the information reviewed, the clip becoming caught on the chordae, resulting in difficulty removing the cds appears to be related to procedural conditions and not a product quality deficiency. There does not appear to be any indication of a product quality deficiency. The reported patient effect of tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage was likely a result of the removal attempts as the clip was caught in the chordae. There does not appear to be any evidence of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as due to the unexpected movement of the clip, it became caught in the chordae and during removal the anterior leaflet was damaged. It was reported that a mitraclip procedure was performed on a patient with a mixed mitral regurgitation (mr) grade of 3 with the main mr jet in the a3p3 segment of the mitral valve. The posterior leaflet was retracted. The patient had a dilated left atrium. The clip delivery system (cds 10339865/09) was prepared for use with no problems. Before the introduction of the mitraclip devices, the transseptal puncture was performed and was reported as being too high. The tenting puncture was 3.6cm above the annulus, but it was thought that the transseptal needle may have moved a bit before the puncture. After the cds was advanced to the left atrium, due to the height, it was not possible to advance the clip into the left ventricle and the cds a/p steering knob was used to reduce the height. During the procedure, there were no extreme curves applied to the steerable guide catheter (sgc) or cds. There was no resistance advancing the cds through the sgc. While positioning the cds, the stored torque was released as per the instructions for use. The cds handle was turned to approximately 180 degrees counterclockwise to achieve a good clip alignment. While advancing the clip into the left ventricle, the clip moved unexpectedly in the medial direction and became caught in the chordae under the anterior mitral leaflet (aml). The clip was able to be inverted, but it took approximately one hour to free the clip from the chordae and retract it back into the left atrium.

Event description:
Subsequent to the initially filed report, additional information received: the delivery catheter shaft followed a curved course in the medial direction, when it was advanced into the left ventricle.